Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was "high", although specific value was not provided on (B)(6) 2026. The customer resolved the elevated bg and occlusion issues by changing the infusion set and cartridge and resuming insulin. No third-party assistance was required.